Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a journey guidewire with no other devices. There was contrast on the guidewire. The high torque sleeve was fractured; however, the guidewire was not completely separated. Magnified inspection of the fracture surfaces appear to be consistent with separation due to ductile bending overload. The core wire was kinked and protruded through the high torque sleeve from the distal tip. The distal tip was not detached. No damage or irregularities found on the remainder of the guidewire. The length of the guidewire was measured and is within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that tip detachment occurred. Vascular access was obtained via the popliteal artery utilizing retrograde approach. The 100% stenosed, chronic total occlusion (cto) target lesion was located in the non tortuous and moderately calcified superficial femoral artery (sfa). A v-18 guide wire was attempted to cross the cto. The v-18 was advanced about 98% through the cto; however the physician realized the wire was sub intimal and did not cross the lesion in the true lumen. The vessel trauma required no treatment was needed as it was pretty much contained. The physician decided to re-access the true lumen. The v-18 guide wire was removed while access was maintained with a 0.018¿ rubicon support catheter. A non-bsc re-entry catheter that required two .014 wires. The re-entry catheter was advanced over a 300cm journey¿ guide wire and a v-14 guide wire was used to pass through a micro-lancet to gain true lumen access. The physician placed the 300cm journey guide wire through the 0.018¿ rubicon support catheter and was advanced into the sub intimal space. The 0.018" rubicon support catheter was removed. The non-bsc re-entry catheter was advanced over the 300cm journey¿ guide wire. The physician attempted to advance the micro-lancet back into the true lumen. A v-14 guide wire was selected; however the device was unable to cross the lesion and the true lumen space. After approximately 15 minutes of attempting to re-enter the true lumen with a 300cm journey¿ guide wire and a non-bsc re-entry catheter, the physician elected to pull back the system (journey, v-14 and re-entry device). It was then noted that the distal tip of the 300cm journey¿ guide wire broke off and was dislodged in the sub intimal space of the proximal left sfa. The physician determined that the wire tip was far enough and was lodged in the sub intimal space. The tip would not move downstream and the tip would not require retrieval. The physician suspected that the tip may have broken when initially trying to "jam" the wire past the lesion to properly place the non-bsc re-entry device. The procedure was completed with a different device. No further patient complications were reported and the patient's status was stable.

Event description:
It was reported that tip detachment occurred. Vascular access was obtained via the popliteal artery utilizing retrograde approach. The 100% stenosed, chronic total occlusion (cto) target lesion was located in the non tortuous and moderately calcified superficial femoral artery (sfa). A v-18 guide wire was attempted to cross the cto. The v-18 was advanced about 98% through the cto; however the physician realized the wire was sub intimal and did not cross the lesion in the true lumen. The vessel trauma required no treatment was needed as it was pretty much contained. The physician decided to re-access the true lumen. The v-18 guide wire was removed while access was maintained with a 0.018¿ rubicon support catheter. A non-bsc re-entry catheter that required two .014 wires. The re-entry catheter was advanced over a 300cm journey¿ guide wire and a v-14 guide wire was used to pass through a micro-lancet to gain true lumen access. The physician placed the 300cm journey guide wire through the 0.018¿ rubicon support catheter and was advanced into the sub intimal space. The 0.018" rubicon support catheter was removed. The non-bsc re-entry catheter was advanced over the 300cm journey¿ guide wire. The physician attempted to advance the micro-lancet back into the true lumen. A v-14 guide wire was selected; however the device was unable to cross the lesion and the true lumen space. After approximately 15 minutes of attempting to re-enter the true lumen with a 300cm journey¿ guide wire and a non-bsc re-entry catheter, the physician elected to pull back the system (journey, v-14 and re-entry device). It was then noted that the distal tip of the 300cm journey¿ guide wire broke off and was dislodged in the sub intimal space of the proximal left sfa. The physician determined that the wire tip was far enough and was lodged in the sub intimal space. The tip would not move downstream and the tip would not require retrieval. The physician suspected that the tip may have broken when initially trying to "jam" the wire past the lesion to properly place the non-bsc re-entry device. The procedure was completed with a different device. No further patient complications were reported and the patient's status was stable.